Event description:
Procedure type: nephrectomy. According to the reporter: as the surgeon was dissecting the pedicle to remove the kidney, significant bleeding occurred. The device was in a puddle of blood. The surgeon tried to stop the bleeding by inserting an endo gia stapler. The kidney, at this time was still in place inside the pt. The surgeon placed the stapler deep into the pt cavity to stop the bleeding. The bleeding stopped after firing. The surgeon removed the drape and checked pulses in the pt's legs. There was no pulse detected in the pt's legs. A vascular surgeon was called in who found that the aorta had been inadvertently transected. An aortic by-pass was performed. The pedical on the right side was also compromised so the surgeon had to anastomose the pedicle into the graft. The right kidney was not working correctly. The pt is on dialysis.

Manufacturer narrative:
(B)(4).